Event description:
A pump declared an altitude alarm, prompting the customer to contact technical support. The customer's blood glucose level did not exceed 500 mg/dl, remaining within a normal range. Technical support provided tips to prevent future altitude alarms, and the customer was able to resume insulin delivery using the original cartridge.